Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of high atrial capture and noise which resulted in automatic mode switching, phrenic nerve stimulation, and a data read error. The device was reprogrammed to resolve the event and the patient was stable.